Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 60, 103, 80 mg/dl. Tests were done within 10 minutes with a difference of 25 mg/dl. Patient did not experience any adverse events. No further info has been reported.